Event description:
It was reported that when the devices were used during an unknown procedure, the devices did not work very well. The staples hardly came out of the device. Opened another device to complete the case. There was no consequence to pt.